Event description:
The lay user/patient contacted lifescan in early 2009, and alleged that her one touch ultra test strips had a sample draw issue. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to address provided. The patient was unable/unwilling to answer when the alleged issue first began. She was reportedly feeling lightheaded and had a dry mouth. However, she was unable to answer if the symptoms began before or after the reported issue. She was not tested on any other device, but self-treated with insulin (patient is on a insulin pump). At the time of troubleshooting, it was verified that the confirmation window was partially filled. The patient's technique for sample application was reviewed to be correct. This complaint is being reported because the patient claimed to hae treated self with insulin and had experienced symptoms, due to the product issue (however, it is not clear if the symptoms started before or after the issue). The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of the product(s) that do not pass inspection in a supplemental report.